Event description:
Caller reported issue with cartridge not fitting properly on pump due to o-ring on pneumatic tap. Customer¿s blood glucose level did not exceed 500 mg/dl. Customer removed the pump case, cleaned the pneumatic tap area, and successfully reloaded the cartridge, allowing them to resume insulin therapy.